Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the harmonic ace instrument tip broke while sealing. The fragments were retrieved from patient. The procedure was completed robotically. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the tip broke while sealing, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and failure analysis investigations replicated and confirmed the reported complaint. For clarification, the harmonic insert curved blade was found to be broken near the blade base. The broken piece was noted to be retrieved by the customer; however, the piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Common causes of this failure mode are typically attributed to mishandling/misuse. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual or premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). The complaint regarding the tip broke while sealing was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: it was alleged that the harmonic ace instrument broke and the tip fell into the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.